Event description:
It was reported that the item in box was a 45mm stapler, was supposed to be a 60mm. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2023. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional tests were conducted on the returned device. Visual analysis of the returned sample revealed that an ec45a device was returned with no apparent damage and with no reload present. Also, tyvek neither box were not received. Also, the lot was not provided. Further analysis showed that the channel and label on the shroud belong to an ec45a. The batch number printed on the device received was reviewed in our system and it belongs to the product code ec45a and it matches the device received. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as no package was received and no lot number was provided. A manufacturing record evaluation was performed for the finished device batch number 439a91, and no non-conformances were identified. Batch #: 439a91. Manufactured date: 9/3/2021. Product exp. Date: 8/31/2024.